Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary: visual inspection: the sd drive(tm) screwdriver t15 (p/n: 314.115, lot #: ft00276) was received at us cq. Upon visual inspection, the distal end of the device was stripped. No other issue was detected for the returned device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was not performed due to post-manufacturing damage. Complaint confirmed? Yes. Investigation conclusion: this complaint was confirmed as the device was stripped. No definitive root cause could be determined based on the provided information. No new, unique, or different patient harms were identified because of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 314.115, synthes lot # ft00276, supplier lot # ft00276, release to warehouse date: 13 dec 2016, supplier: (B)(4), no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the screwdriver t15 tip was stripped, the screwdriver self retaining tip was stripped, the inserter for elastic nail plastic piece on the handle was cracked and broken, the screwdriver t8 metal cap will no longer stay in the wooden handle and the drive shaft for reamer irrigator aspirator (ria) 2 was bent. The issue was discovered while inspecting the instruments after going through the decontamination process. There was no patient involvement. This complaint involves (5) devices. This report is for (1) sddrive(tm) screwdriver t15. This is report 1 of 2 for complaint (B)(4).